Event description:
The user facility reported that during a patient procedure the leg section of the table raised without being commanded to do so. The patient was transferred to another surgical table and the procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris service technician inspected the surgical table and found the override switch board to be damaged. The technician stated that with the override switch board being damaged it caused an intermittent activation allowing the motor to run without be being commanded. The technician further inspected the table and found that the power supply had a charging circuit failure (not supplying the correct charging voltage). The technician replaced the override switch board and power supply, tested the table and returned it to service. No additional issues have been reported. The surgical table was manufactured in 2003 and is serviced and maintained by the user facility.